Event description:
It was reported that a user experienced sudden overnight hyperglycemia while using an ilet pump, with blood glucose reaching 379 mg/dl after a correction dose and a concurrent change to a higher overnight target; the user later found the insulin cartridge unlocked and backing out of the pump, after which they were guided to disconnect, rewind, reinsert, lock the cartridge, prime tubing to drops, and fill the cannula, then reconnect the infusion set. Symptoms included hyperglycemia followed by a glucose-falling-quickly alert and a subsequent drop to 77 mg/dl. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the cannula and cartridge connection steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.